Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish communication with the ipg. It was stated the ipg was placed in surgery mode during the procedure. Regardless, the patient will undergo surgical intervention to address the issue.